Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that the left implantable neurostimulator (ins) was replaced to resolve the loss of stimulation and eos.

Event description:
The patient reported they had loss of stimulation since (B)(6) 2016. It was stated their battery went dead and was seeing the code end of service (eos) on the programmer. The patient had no control over their parkinson's and it was hard to write due to their parkinson's. Additional information received from the patient reported that they contacted a physician that was obtained by the manufacturer. They complied with their request for a referral from their personal family doctor, and the neurosurgery office advised the patient that they received the referral. The neurosurgery office also advised them that the doctor wasn't in the office at that time, but the doctor would be doing the battery replacement and would contact the patient when they had further information. It was noted that hopefully more information would be available (B)(6) 2016 since they really needed the new battery. The patient was implanted for essential tremor.

Event description:
Additional information received from the healthcare provider (hcp) reported that at a clinic appointment on (B)(6) 2016 the patient reported noticing the low battery warning, but he did not know what it meant. One week before that his implantable neurostimulator (ins) suddenly stopped. The cause of the loss of stimulation was the battery being depleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.